Event description:
Dealer states some screws fell ouf of the quad link - ivc rep informed dealer this does not sound like a manufacturing defect

Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.